Event description:
It was reported that intra-op, the nim console had a communication failure with the patient interface in wireless mode and it was ov erheating. The power supply was restarted, but the phenomenon was not improved, and the use was abandoned. The procedure was completed without the use of nim. There was no patient impact.

Manufacturer narrative:
H3: product analysis of the nim console found that during the inspection upon receipt, no abnormalities were observed in the device. The software was upgraded to the latest version. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: UDI#: (B)(4). Product analysis of the nim patient interface found that during the inspection upon receipt, no abnormalities were observed in the device. The software was upgraded to the latest version. Additional codes: img code g02030 is applicable for the nim console and img code g02005 is applicable for the nim patient interface (concomitant product). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.